Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported their aligner cracked and is causing discomfort and cutting the inside of their mouth. Replacements aligner ordered, provided fit tips and asked to file the sharp edges

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.